Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) alarmed and then shut off. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: a1, b5, b6, b7, d11, h6 (medical device ¿ problem code, component codes, health effect ¿ impact codes). The fse has noted that the reported issue was not able to be duplicated. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and after troubleshooting he replaced the executive processor board and loaded b.17 software. Then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed and then shut off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.